Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, the blood parameter monitor (bpm) failed high potential (hi-pot) testing. There was no patient involvement.